Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/18/2019. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Service.

Event description:
Customer contacted technical support (ts) stating that unit had error code message of post 3.3 mon fail. The customer reported there was no patient involvement. Customer requested bench repair. Through follow-up, customer stated that facility decided to retire the unit due to cost. The customer removed the unit from service.